Event description:
The customer received questionable ion selective electrode (ise) result and provided data for two patient samples. Of the data provided, only the sodium result for one patient sample was discrepant. The initial result was 140 mmol/l and was reported outside the laboratory. The repeat result from an I-stat analyzer was 146 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but not provided. The field service representative found there was an issue with sodium electrode as results were below the mean. He checked the ise module and found an o-ring for the mix tower was missing, the mix/dry values were wrong and the wash time was over by 400 ms. He adjusted the mix/dry and replaced the missing o-ring. He ran controls with results still below mean. The field service representative then determined the ise settings were misadjusted. He cleaned the ise valves, replaced the ise waste pump, ise spool tubing, and ise tubing. He adjusted the dry/mix, performed ise wash time, conditioned ise tubing three times, performed electrode service and then initialized the ise module with no errors. To verify the analyzer operation, he ran controls 10 times to the customer's satisfaction. He also performed a check test and precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.